Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the area of the reservoir. No additional information was provided.

Manufacturer narrative:
Date of event was not provided. Therefore, 06/01/2025 was used as an approximate date of event. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.